Manufacturer narrative:
D.4 item code, sn, livanova has been updated. H.4 manufacturing date has been updated. H.11. The clamp was removed from service and returned to livanova for repair. The system was tested, and no deviations were identified. Subsequently, the clamp underwent a technical safety inspection (tsi) and was returned to the customer in full working order. A review of the device's service history found no prior reports of similar events. A similar occurrences have been reported to livanova. Based on the gathered elements and given that no issues were detected during testing, the root cause of the issue cannot be determined. Nevertheless, considering the results of past investigations into similar events, a temporary electrical issue, such as a loose connection or false contact, cannot be ruled out as a contributing factor to the complaint. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Livanova received a report regarding console with alarm arterial clamp is defective and alarm arterial clamp does not open/close. No report of patient impact.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. H11:livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.